Manufacturer narrative:
Additional information is provided in sections h.3, h.4, h.6 and h.10. Six opened knife samples loose in a cardboard container were received for the report of multiple knives from the custom paks were dull. The returned samples were visually inspected and were found to be nonconforming with damaged tips or damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customer's reported issue of dull blades. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial report previously submitted indicated a total of 21 dull knives associated with this reported event. Additional information received has now identified specific part number and lot number information. This report now reflects six knives that are identified by part number and lot number information. Samples have been received by manufacturing that have not yet been evaluated. This report now reflects one of seven reports for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that 21 ophthalmic knives were noted to be dull during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no harm to any patient.